Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unreadable with horizontal lines after the user fell on the device during baseball, consistent with a display malfunction following physical impact. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included a return to backup therapy and continued cgm use. Investigation included customer troubleshooting and education, verification of shipping and return, guidance to shut down the device, and replacement logistics. Investigation of this case revealed damage to the display component consistent with physical damage, with loss of screen visibility and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.